Event description:
Baxter (B)(4) received a report that an infusor leaked from the filling port during patient use. The device was filled with a solution containing fluorouracil. This condition interrupted therapy and potentially caused a breach in the sterile fluid pathway of the device. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one device for evaluation. Visual inspection and functional testing of the sample confirmed the reported leak problem. The cause of the leak condition was due to a crack on the fill-port. The crack may have been inadvertently created during the filling process where excess pressure was applied on the fill-port. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.